Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported unspecified readings on the adc device compared to unspecified readings obtained on a built in meter. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). As a result, the customer reported receiving unspecified third-party treatment. No further details of the medical event were provided. There was no report of death, serious injury, or mistreatment associated with this event. Additionally, a sensor result of 3.1 mmol/l and 4.8 mmol/l was compared to a built-in reader reading of 18.9 mmol/l and 16.6 mmol/l and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.